Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15191. Follow-up information indicated the patient's scs system was explanted on (B)(6) 2015. The manufacturer was informed of the explant on (B)(6) 2015.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15191. It was reported, the patient had been experiencing a lack of stimulation for approximately one month. The sjm representative met with the patient and diagnostics indicated high impedance readings on all but two lead contacts. Reprogramming was unable to provide stimulation utilizing the two lead contacts. The patient denied any falls or trauma. The patient is to consult with her physician regarding undergoing surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15191. Follow-up information indicated surgical intervention may take place as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.